Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the implanted devices may have caused or contributed to the events as alleged. Due to local privacy laws / regulations in sweden we are unable to contact the patient to request additional information. Product lot numbers have not been provided, without this information a review of the manufacturing records cannot be conducted. No connection can be made at this time, to the postoperative condition reported being caused by the devices used to treat the patient's bilateral hernia two year earlier. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the 3dmax mesh implanted for the right sided repair an additional emdr was submitted to represent the left sided repair. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via the swedish health authority surgery: as reported on (B)(6) 2010 the patient underwent the repair of bilateral groin hernias and was implanted with one large left, and one large right 3dmax mesh devices. As reported in 2012 the patient began to experience the following symptoms, chronic urinary tract infections, pain across the bladder, pain in lower abdomen, dizziness, tiredness, general ache, and fungal infection. The patient was treated with prescribed antibiotics daily, with no results.